Event description:
The pt was implanted with a left ventricular assist device (lvad). The log file from the pt's system controller was sent from the hospital to the manufacturer's technical service group to review and timer reset, pump stop, odd string of power cable disconnects, and pump disconnect, were noted in the log file. It was reported that the system controller was exchanged. Additional info was received from the hospital's vad coordinator that the pt was found down at this home, and when the ems arrived, he was asystolic. Interrogation of the pt's pacer showed nothing. The pt's wife stated that she heard the alarm, and connected one battery and the beeping changed. She then put the other battery in and the beeping stopped. The pt's wife also stated that the pt was not connected to the power module yet. It was reported that the pt had a low cell battery alarm. The pt was found dead that night by his wife.

Manufacturer narrative:
The device will not be returned to the MFR for evaluation, as the pump was not explanted. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.